Event description:
This ra lead was implanted on (B)(6) 2000 and was capped on (B)(6) 2011 due to no sensing or capture. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).